Event description:
Hill-rom received a report from the account stating that the side rail would not latch. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the side rail had a piece of paper obstructing the latch. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech removed the paper from the side rail latch to resolve the issue. Based on this info, no further action is required.